Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 300 to 400 mg/dl. Customer also reported that drive support cap appears normal. Troubleshooting was declined for high blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was received with minor scratched lcd window. (B)(4).